Manufacturer narrative:
The actual device was not available; however, photographs and a video of the sample were provided for evaluation. During visual inspection of the provided photographic samples, solution was observed outside of the dialyzer header cap. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external water leak was observed originating from an unspecified location of a revaclear 400 during an unspecified process step of hemodialysis. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6) should additional relevant information become available, a supplemental report will be submitted.